Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that there was foreign material in the sterile package of the unit. It was further reported that a spare unit was used instead and the procedure was completed without any problems or delay.